Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that thrombus aspiration was done, then, pre-dilatation was done using another company's balloon catheter. After examining the lesion with ivus, the vision 3.5 x 15 mm stent was expanded at 9 atm. Then, the stent implant was post-dilated at 10 atms and the procedure was completed. Two hours later, thrombosis was observed and pci was performed. The vision stent was dilated using another company's balloon catheter, but the stent was not positioned as desired, another company's stent was implanted. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Thrombosis, as listed in the device ram and IFU is a known adverse event associated with coronary stenting. This known effect is not an indication of a quality issue. There was no reported device malfunction. It should be noted that contraindications in the IFU state, "patients who have experienced a recent (less than 1 week) acute myocardial infarction." And "patients who exhibit angiographic or clinical evidence of existing thrombosis". A conclusive root cause cannot be determined for the reported pt effect and the relationship to the vision sds.